Event description:
It was reported the patient with a history of severe aortic stenosis, had this valve implanted in 2009. Nine months postoperatively, the patient presented with marked valve stenosis. The valve was explanted and replaced with a 23 mm mechanical valve from another manufacturer.